Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as "careless operation" during pd therapy. It was not reported if the patient was hospitalized. Treatment for the event was unknown. The patient recovered from the peritonitis and the action taken with dianeal therapy was unknown. No additional information is available.